Event description:
It was reported that there was an infected stimulator postoperatively. The patient complained of redness and soreness at the pocket site and then later developed nausea and a fever; they were then admitted to the hospital. Antibiotics were initiated. Originally a wound-vac was placed to try to save the implantable neurostimulator (ins), however, culture results came back (B)(6) at the device pocket; the plan was to explant the system (both left and right sided implants) on (B)(6) 2015. No alleged product issue was noted and no outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator, product ID: 355531, lot# n330268, implanted: (B)(6) 2012, product type: screening device. Product ID: 355028, lot# n332876, implanted: (B)(6) 2012, product type: accessory. Product ID: 355028, lot# n334461, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had her wound vac in and was being treated by the wound clinic. The patient planned to have both of her spinal cord stimulator systems replaced.